Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 sensor. The ilet displayed 314 mg/dl while a contemporaneous fingerstick measured 241 mg/dl, and the user was guided to calibrate the sensor on the pump, with the cause remaining unclear. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set or sensor failure, with insufficient evidence to identify a definitive root cause. No clinical symptoms associated with elevated blood glucose. Outcomes included no hospitalization, and no reported injury. Investigation included telephone troubleshooting, blood glucose verification by fingerstick, sensor calibration guidance, and discussion of a full supply change. It was concluded that the event was hyperglycemia of unknown cause with no adverse health effect reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.